Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that device battery is not lasting as long as expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected data: source changed to consumer, alert date changed, event date changed, adverse event flag, patient date of death changed to not applicable, patient outcome. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that device battery is not lasting as long as expected. The device was explanted and replaced. No further patient complications have been reported as a result of this event.